Event description:
The reporter indicated that the surgeon implanted a collamer lens, -13.5 diopter into the patient's left eye (os) on (B)(6) 2020. Reportedly the lens was exchanged on (B)(6) 2020 with a same size different diopter lens due to refractive surprise. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).